Event description:
During device preparation for the focal atrial tachycardia procedure, when the tacticath se catheter was about to be introduced, it was noted that there was no contact force information available. The tactisys was verified to be connected and had a green light in navx. Cable connections were verified, and the tactisys was restarted, but the issue persisted. The tacticath se was exchanged, but the issue persisted. The second tacticath se was then replaced with a non-abbott ablation catheter, which resolved the issue, and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: (B)(4).